Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection in the implant pocket of the pacemaker. On (B)(6) 2019, the pacemaker and right ventricular lead were removed successfully. No further adverse consequences were reported on the patient. Related manufacturer reference number: 2017865-2019-17054.